Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is provided.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient experienced loss of consciousness but he managed to call his wife prior to losing consciousness. At some point the patient regained consciousness and self-treated with sweets. A doctor was called and when he arrived the doctor the patient was already recovered. At an unspecified time of the report the cgm reading was 82 mg/dl and the cgm reading was 210 mg/dl (not confirmed if this was after the treatment). Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the a zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Manufacturer narrative:
(B)(4). B5 describe event or problem - additional. H2 additional information.

Event description:
Subsequent to the initial MDR, additional information was provided on (B)(6) 2025. It was clarified that the cgm value of 82 mg/dl and bg value of 210 mg/dl was taken after the patient had regained consciousness. No additional patient or event information is available.